Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display and insulin pump exposed to moisture. The customer¿s blood glucose level was 5.6 mmol/l at the time of the incident. Customer states the contacts on the battery cap were not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a blank display after battery installation. The vibrator was vibrating every 2 seconds as well. After swapping the boards to another case, and then swapping a known good electrical board 2 onto electrical board 1, the problem seems to be isolated to electrical board. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the blank display.